Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted:(B)(6) 2015 ,product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (10 mg/ml at 2.195 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the healthcare provider (hcp) suspected a pocket fill occurred. The pocket fill was suspected even though the hcp was confident she was in the reservoir port. The hcp pushed the medication in and out and the liquid was clear. The hcp noted it looked like the patient had anxiety while in the office having the refill. It was reported the incident happened two hours prior to the call and the hcp called the patient to follow up and the patient reported that he was tired, fatigued, and dizzy. It was further reported by a consumer that the hcp had an issue with aspirating the drug from the pump on (B)(6) 2015 and had an issue putting the drug back into the pump. The drug was eventually able to be placed in the pump. The doctor pressed hard on the needle and moved it around. The patient was overdosed on morphine. The patient felt like he went numb, his legs got wobbly, and he was walking around like he was drunk. The symptoms came on gradually. The patient noted the hcp office was denying that anything happened like a pocket fill and told the patient he was just sick. The patient gave himself a bolus on (B)(6) 2015 and thought that it helped him feel better. The patient was starting to feel better and the overdose was wearing off on (B)(6) 2015. A dye study was to be performed on (B)(6) 2015 at 10:30 a.m. Outcome and intervention information was not provided at the time of this event. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative via a consumer. It was reported that the patient did not feel right after their refill on 2015 (B)(6). The clinic took the patient's vital signs and monitored them following the refill, the patient was sent home when the results were normal. The patient had symptoms including heavy legs, high and low blood pressure and not feeling right. Two weeks after the refill, the patient went to the emergency room and was sent home after tests. On 2015 (B)(6), the patient came to the clinic and the healthcare professional (hcp) checked the pump reservoir, 14.2 ml were expected and the actual volume was 0 ml. The pump was filled with 18.5 ml of preservative free normal saline at that time because, there was no drug available and the dose was reduced. The patient has an appointment to return to the clinic next week to fill the pump with medication. It was reported that the pump had been used to deliver morphine (10.0 mg/ml at 1.898 mg/day).

Manufacturer narrative:
(B)(4). Additional review determined that the recall (B)(4) no longer applies.